Manufacturer narrative:
The reason for this revision surgery was the result of a dislocation of the shoulder after 30 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there were (B)(4) prior complaints against this part number. Summary of investigations: (B)(4) for dislocations, (B)(4) for instability, and (B)(4) for infection and other events such as pain. This is the first complaint from this lot. No information was provided that definitively described the root cause of the joint dislocation. No other conditions relating to this event could be determined with confidence. Factors that may contribute to a dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions and improper surgical technique. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a simple shoulder dislocation, no implant failure.